Manufacturer narrative:
Device evaluated by MFR: the stent had detached from the balloon and was returned for analysis without the promus element stent delivery system (sds). A visual examination of the stent found the stent severely damaged across its entire length with struts bunched and distorted at one end and overlapping at the other end. The stent delivery catheter was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. Target lesion#1 was located in the left anterior descending (lad) artery. After a 6f ebu guide catheter was placed, a 0.014" non-bsc guidewire crossed, the lesion. Then a 2.75x16mm promus premier stent was deployed at 12 atmospheres and post dilated with a 3.0x12mm quantum apex balloon catheter at 20 atmospheres. Target lesion#2 was a >90% stenosed, 11mm in length, 2.25mm in diameter, eccentric and the de novo, target lesion was located in the severely tortuous and severely calcified left circumflex artery (lcx) to left main (lm) artery. After crossing the lesion with a 0.014 non-bsc guidewire, predilation was performed with the previously used 2.75x16mm promus premier stent delivery system balloon. Then a 3.0x24mm promus premier&#10259;tent was then deployed at 13 atmospheres. Post dilatation was performed with a 3.0x12mm nc quantum apex balloon catheter at 20 atmospheres. The distal segment was then pre-dilated with a 2.0x10mm non-bsc balloon catheter. A 12x2.25 promus premier stent was advanced but was caught with a previously placed stent. The device was removed and it was noted that the stent itself was deformed. The procedure was then completed with a 2.25x12mm non-bsc stent. Final anglo showed well deployed stents with timi ii flow. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. Target lesion#1 was located in the left anterior descending (lad) artery. After a 6f ebu guide catheter was placed, a 0.014" non-bsc guidewire crossed, the lesion. Then a 2.75x16mm promus premier¿ stent was deployed at 12 atmospheres and post dilated with a 3.0x12mm quantum apex balloon catheter at 20 atmospheres. Target lesion#2 was a >90% stenosed, 11mm in length, 2.25mm in diameter, eccentric and the de novo, target lesion was located in the severely tortuous and severely calcified left circumflex artery (lcx) to left main (lm) artery. After crossing the lesion with a 0.014 non-bsc guidewire, predilation was performed with the previously used 2.75x16mm promus premier¿ stent delivery system balloon. Then a 3.0x24mm promus premier¿ stent was then deployed at 13 atmospheres. Post dilatation was performed with a 3.0x12mm nc quantum apex balloon catheter at 20 atmospheres. The distal segment was then pre-dilated with a 2.0x10mm non-bsc balloon catheter. A 12x2.25 promus premier¿ stent was advanced but was caught with a previously placed stent. The device was removed and it was noted that the stent itself was deformed. The procedure was then completed with a 2.25x12mm non-bsc stent. Final anglo showed well deployed stents with timi ii flow. No patient complications were reported and the patient's status was stable.